Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 4.0x18 xience xpedition stent was implanted in the predilated, proximal left anterior descending coronary artery at 14 atmospheres. The stent was post dilated with a 4.0x23 non-compliant balloon. A distal edge dissection was observed. A 3.5x33 xience xpedition stent was implanted to seal the dissection. There was no adverse patient sequela. No additional information was provided.